Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, device thrombosis was suspected. The patient had elevated lactate dehydrogenase and plasma hemoglobin levels in the setting of a subtherapeutic inr. The patient was treated with bivalirudin and his labs returned to normal.

Manufacturer narrative:
Approximate age of device - 6.5 months. A correlation between the device and the reported hemolysis could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.